Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming. No device malfunction was suspected. The patient underwent an explant procedure wherein all device components were explanted. All explanted devices were kept by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred seven months from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 7076405,